Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿adjust/check belt¿ messages) was isolated to the electrode belt ECG c&d cable¿s lead-1 and lead-2 wires being broken. The belt did not pass falloff testing. The root cause for broken wires was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "adjust/check belt" messages.